Manufacturer narrative:
It was noted that the device is not available because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report. Patient kept device.

Event description:
Patient is non-compliant alcoholic that falls often. Bipolar hip dislocates with certain falls. Physician elected to revise bipolar head and possibly use constrained liner. In the end he used a longer bloat head option. Hip very stable intraoperatively.